Event description:
It was reported to vyaire medical an issue with bellavista 1000 where screen is blank with visual and audio alarms during setup prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire technical support reviewed the log file and screen shot of service screen. The cfb (ventilation controller) logging is visible from device. The unit started to work normally after the next restart. As there is evidence that the cfb was not affected, ventilation would have continued with the last settings. The root cause is most likely an epc (user interface controller) black screen during use caused by die crack, which is due to a mechanical stress caused by particles in the conductive paste.